Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device cuff had inflation/deflation issue. The customer reported that they found that pilot line did not seal completely at the end of tube, so it inflate air leak from this hole. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. An inflation/deflation was performed 25cc of air was applied to the cuff and it was observed the cuff deflated in less than a minute, the sample was submerged into a container filled with water and it was observed the tube leaked through its distal end due to the lumen of the inflation line is partially open, the failure mode air leak is confirmed. The device failed to meet specification as it was received or made available for evaluation. The investigation isolated the failure to the tube leakage. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.